Event description:
During a laparoscopic cholecystectomy the clip applier jammed causing the clips to cross over and make a small hole in the common duct. Another er320 was opened to completed the case. There was no consequence to the pt.

Manufacturer narrative:
D5; h4, d6:information unavailable. H6: code 400(other): misaligned jaw tips. Based upon the inquiry information received and the visual examination, it was concluded that the instrument was returned with misaligned jaw tips. The instrument was cycled and scissored the clips due to the misaligned jaw tips. No conclusion could be reached as to how this damage occurred. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.